Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system separator 7 (sep7). During the procedure, while attempting to advance the sep7 into a rotating hemostasis valve (rhv), the physician experienced resistance and kinked the sep7 at the proximal end. Therefore, the sep7 was removed. The procedure was completed without a sep7 using the same rhv. There was no report of an adverse effect to the patient.